Event description:
On 03/23/2001, the international distributor informed the international representative of the following: after placing the device inside the patient by surgical operation, the physician attempted to make infusion of drug but was unable to. The physician then made a surgical operation and took out the device to place another. The physician found the plastic ring and silicone septum had come off the device.